Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope episode and presented in the emergency room. Upon interrogation, the right ventricular lead exhibited loss of capture and was suspected to be dislodged. The patient was admitted to the hospital for lead reposition. During procedure, it was discovered that the right atrial lead was loose. The right atrial lead was sutured properly and both leads were repositioned successfully. The patient left the procedure in good condition.